Event description:
The report received from the affiliate indicated that prior to using the product in the patient, the 100 cm. 5 fr. Tempo aqua catheter was noted to leak. The procedure was started with the same like product. The product was not clinically used in the patient. There was no reported patient injury. Additional information was requested but was not available. Addendum: preliminary inspection of the returned product indicated that the catheter was separated at 9 cm. From the strain relief.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that prior to using the product in the patient, the 100 cm. 5 fr. Tempo aqua catheter was noted to leak. The procedure was started with the same like product. The product was not clinically used in the patient. There was no reported patient injury. Additional information was requested but was not available. Preliminary inspection of the returned product indicated that the catheter was separated at 9 cm. From the strain relief. There is no further information available. Fal: the product was returned for inspection. One non sterile tempo aqua 5f diagnostic catheter, separated in two pieces, was received coiled in a plastic bag. The catheter was received separated in two segments at 9.2 cm from the strain relief. Elongation and stretching was observed through the damaged section. The sample also exhibited a twisting characteristic at the separation points. Evidence of correct fusion at tips junction was detected. No pin holes or other anomalies were noted in the returned device. The outer diameter (od) and inner diameter (ID) of the returned catheter were measured near to separation section and kinked area and all measurements were found within specification. A pull test was not performed since no sterile units were received for analysis. Flushing test was done to determine if leakage belongs to separation area, during test, the leakage was noted in the separation area. Sem/ x-ray results showed that the catheter separation surfaces presented evidence of twisting and elongation characteristics. The braid wire presented evidence of ductile dimples and severe twisting. Based on the available evidence, it is possible that a twisting event followed by pulling/ stretching could have led to the separation. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the catheter and/or in the braid wire. A device history report review could not be conducted as the sterile lot number was not provided. The reported customer complaint of leakage was confirmed through failure analysis as the returned device was separated, with that being the area of leakage. Although the exact cause for the condition of the returned device could not be determined, review of the analysis suggests that user handling as evidenced by twisting and elongation at the point of separation may have contributed to the reported event. There is nothing in the analysis or the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.